Manufacturer narrative:
Product event summary: analysis not able to confirm the programmer was freezing. The programmer was left on overnight with no faults found. Analysis found the power supply and system fan are noisy.

Event description:
It was reported the programmer was constantly freezing. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).